Manufacturer narrative:
Additional information: device mfg date has been updated based on the returned product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
Abbott diabetes care received a medwatch (mw5080850) report which reported the following information, in conjunction with a follow-up call to the customer: a customer reported receiving lower readings from her adc freestyle libre sensor than readings received on a competitor¿s meter. She further reported that on (B)(6) 2018 she experienced ¿dizziness and weakness¿ and had contact with a healthcare provider. Customer was diagnosed with hyperglycemia and treated with an unspecified ¿injection¿. While at the hcp visit customer was informed that her fasting glucose lab result was ¿very high¿ which surprised her because her readings using the libre sensor had been consistently low. She then performed comparison tests with the libre sensor and a competitor¿s meter (no readings provided) and determined the sensor was providing readings that were ¿lower by 30-50 points¿. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's product is not expected to be returned. A follow-up report will be filed once the product investigation is completed. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch (mw5080850) report which reported the following information, in conjunction with a follow-up call to the customer: a customer reported receiving lower readings from her adc freestyle libre sensor than readings received on a competitor¿s meter. She further reported that on (B)(6) 2018 she experienced ¿dizziness and weakness¿ and had contact with a healthcare provider. Customer was diagnosed with hyperglycemia and treated with an unspecified ¿injection¿. While at the hcp visit customer was informed that her fasting glucose lab result was ¿very high¿ which surprised her because her readings using the libre sensor had been consistently low. She then performed comparison tests with the libre sensor and a competitor¿s meter (no readings provided) and determined the sensor was providing readings that were ¿lower by 30-50 points¿. There was no report of death or permanent injury associated with this event.